Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3255 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the catheter leaked fluid 1 cm below the insertion site internally 3 months after placement. A crack was found with the catheter. Trimmed the catheter and used a new 7812400 connector. No other information was provided.